Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultralink meter starter kit had test strips missing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:00 pm, the patient noted the reported meter kit packaging seal was not intact and the test strips were missing. The patient took no actions due to this issue. At 3:40 pm the patient experienced the symptoms of dizziness and sweating; she did not seek any medical attention or treatment. Troubleshooting revealed there was missing product from the kit packaging. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter kit packaging issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.